Manufacturer narrative:
Additional information: h3 and h6. H10: the actual samples were not received for evaluation; however, 2 companion samples (1 from suspect lot h20b20109 and 1 from suspect lot h20d09033) were received for evaluation. Visual inspection of both samples did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing was performed with no issues noted. The samples were run on an in-lab homechoice device and both sets primed with no issues noted. The reported condition was not verified on the companion samples. A batch review was conducted for suspect lots h20b20109 and h20d09033; there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on unspecified dates of (B)(6) 2020. The cassettes came from one of the following suspect lots, h20b20109 or h20d09033. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) homechoice cassettes leaked; described from the "connection point between patient line and the connector tubing¿, below the blue cap. It was further reported that ¿the connection point only went to the first notch or ridge and did not cover the second third or fourth ridge¿. This occurred during priming of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.